Event description:
This has been an ongoing issue with the video laryngoscope. Using the mac #3, the video cable kinks when going into the plastic cover and does not work well. If the mac #4 is used, it is completely obstructed.